Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage during reprocessing. Manual cleaning cannot be continued when water leakage is detected. Therefore, the user most likely sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was crystallization within the control body of the bronchovidescope. There was no patient involvement.